Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the cable connecting the front therapy electrode, ECG "a", and ECG "b". The red (-5v) and brown (lead 1+) wires were severed in the cable. The root cause for the short could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn: (B)(4) and reported that the ECG electrodes were non-functional.